Manufacturer narrative:
A field service engineer was dispatched to the customer site. Odor/smell was confirmed. A corrective maintenance was performed and the oil mist filter was replaced. Unit meets specifications and was returned to service on 11/14/2014.

Manufacturer narrative:
(B)(4). Asp investigation summary: the investigation included a review of the device history record, service history, trending of the product malfunction code, failure mode and effects analysis, system risk analysis, and CAPA. The DHR (device history record) was reviewed and no issues relating to the failure mode were noted. The involved unit met manufacturer specifications at the time of release. The service history for this unit for the past 6 months (05/2014 to 11/2014) did not reveal a significant trend for this same issue. The trend of the product malfunction code odor/smells was completed from dec 2013 through nov 2014 and did not reveal a significant trend. The fmea (failure mode and effects analysis) revealed the risk priority number for this failure mode are within the acceptable limit. The sra (system risk analysis) shows the risk for exposure to toxic or corrosive material to be "low." The CAPA (corrective and preventative action) identified the root cause for the odor/smells issue as: premature failure of the used and saturated sterrad® 100nx oil mist filter caused oil vapor emissions that exacerbated the odor/smell complaints reported for the sterrad® 100nx system; the use of a less oxidatively stable vacuum pump oil caused the odor/smells for the sterrad® 100nx system. The oil mist filter was visually inspected and found that there was a blockage in the oil return tubing fitting making it unable to run the functional, empty test cycle. The reason for return was confirmed. The vacuum pump was visually inspected. Existing oil in pump was brown with debris. The vacuum pump released a steady stream of oil mist. The reason for return was confirmed. The issue was resolved at the customer's facility and will continue to be tracked and trended.

Event description:
A customer reported an event of a "odor" emitting from the sterrad® nx sterilizer. There was no report of any human reaction. An asp field service engineer was dispatched to assess the unit onsite. This event is being reported as a malfunction report subsequent to a serious injury event dated (B)(6) 2014.